Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that plastic broke in the patient but all pieces were retrieved. No delay and back-up device was available. No injuries reported.